Manufacturer narrative:
Software analysis completed and it was determined that software appears to be working as designed. Logs indicate that some tools were removed and then re-added to the procedure multiple times. This requires verification whenever this occurs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient's weight unavailable from site. Other relevant device(s) are: product ID 9735740 software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site had to continually re-verify instruments. No further details provided. There was a delay of less than 1 hour. No patient impact was correlated with this event. New information received: all patient demographics were given in the complaint except weight which spine rep could not obtain from the nurse at the time. The rep have no more details about the case but the system seems to be working fine so if the issue with not seeing instruments may just be from user error or loose spheres. The account is aware of this.